Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. It was reported that the pt has had to recharge her ipg more frequently. She stated that she used to charge approx once per month, but now she needs to charge every week. A new charging system was sent to the pt; however, it is currently undetermined whether the replacement charger resolved the issue. No further info is available at this time.